Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated after few seconds. A visual inspection was performed and it was observed the cuff presents a small tear. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding the cuff of an endotracheal tube. The customer reported that there was a cuff inflation/deflation issue. It was reported that there was no injury to the patient.

Event description:
Medtronic received a report regarding the cuff of an endotracheal tube. The customer reported that there was a cuff inflation/deflation issue. It was reported that there was no injury to the patient.